Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that once the new battery was install the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.